Event description:
The pt reported he has been experiencing elevated blood glucose readings up to 520 mg/dl with the infusion sets. Pt stated the infusion cannula goes into his body but then it comes out during use. Pt's target blood glucose is 180-220 mg/dl. Pt stated he is treating his elevated readings with an insulin pen. Pt reported he has only used the infusion sets for one week and has had to change the infusion site up to 3 times per day because the insulin keeps leaking down his leg as the cannula comes out of his body. Pt stated he wanted a different type of infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested return of the suspect prod for eval.

Manufacturer narrative:
No prod will be returned for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing within an assigned task-force.